Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.no further information has been received at this time.

Event description:
To summarize this event, the patient's atrial septal defect (asd) was too large and the amplatzer septal occluder (aso) embolized. Surgery was performed to remove the aso.this event is reportable to the FDA since the device embolized and required intervention to retrieve the device.